Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) produced a service code 203 (pulse test fault) and 102 (charge profile fault). The last pt to use this monitor did not report any problems with this monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon investigation resistor r45 was open on the c/a board, which caused the service codes. The cause for the open r45 resistor was broken leads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.